Event description:
It was reported that during a shoulder procedure using magnum x implant, the implant failed to lock after it was successfully deployed into the bone. The implant was abandoned in the bone and the surgeon drilled a new bone hole to complete the procedure. There were no significant delays or pt complications reported as a result of this event.